Manufacturer narrative:
The device was received by depuy synthes power tools. The device is currently undergoing evaluation. Once the evaluation is been completed or if additional information is received, a supplemental report will be sent. (B)(4).

Event description:
Report received from USA stating that the device has oil leak and the glass cover of the gauge was broken. The device was not being used during surgery. There was no injury or medical intervention reported. There was no additional information provided.